Event description:
Multiple positive immulite 2500 troponin patient results were obtained. One patient underwent an angiogram. The customer did not provide any test results regarding this event.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unk. No further evaluation of the device is required. The instrument is performing within specifications. Additional lot number: 131